Event description:
In 2002, pt experienced redness and discomfort in right eye while wearing focus night & day lenses. They removed lens and presented to ecp the next morning with suspected peripheral corneal ulcer around 10:00 position, presumed to be infectious. Severe redness, injection, infiltrates and edema present. Treatment begun with tobradex & ciloxan every 15 minutes for first 6 hours, then once every hour thereafter. Ecp referred pt to unknown m.d. No treatment info available from m.d. Distance visual acuity 20/20 prior to incident. Current visual acuity unknown at this time. Pt has history of wearing focus night & day lenses on 30 night continuous wear schedule since 4/2001. Pt had worn this lens for approx 3 weeks continuously before onset of symptoms. Lens & lot number not available for eval. Unknown if culture performed. No further info available at this time.